Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope retained debris in the scope after a high disinfectant wash. The issue was observed prior to use with no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the complaint could not be confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.